Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank screen. It is unk if there was pt involvement. Covidien troubleshot this issue with the customer over the phone and recommended to swap the backlight inverter pcb to determine the cause of the blank display.